Event description:
On 09/18/1997 it was reported to oec medical systems inc. That an accidental radiation occurrence happened to oec model 9400 located at a hospital. During a procedure when the hand control switch was released the system continued to produce x-rays. System operator rebooted the system and used the foot switch to continue the procedure without further delays. Field service engineer was able to diagnose the malfunction to the hand control switch. Fse removed and replaced hand control switch, tested/inspected and returned system to current specifications. Hospital reported no adverse event, death, or serious injury.